Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back-to-back blood tests of 60 and 422 mg/dl. Results were reported by the customer and could not be confirmed during review of meter memory results. The customer's expected fasting blood glucose test result range is 95 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer's expiration date is 11/15/2020, and open vial date is two weeks. The meter memory was reviewed for previous test result history: (B)(6) customer called about the meter reading 60mg/dl then 2-5 minutes later reran her blood it read 422mg/dl as a fasting, I could not access the results in the memory. Customer was using alcohol prior to sticking her finger.